Manufacturer narrative:
H6, health effect clinical code: e050304 has been added. H6, health effect impact code: f12 has been removed. F2301, f1903, and f19 have been added.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 35-year-old male with cardiomyopathy was supported with an impella 5.5 implanted via the right axillary/subclavian artery. During support, the device was reported to be functioning as intended at p-4 with flows of 2.8 l/min while utilizing a d5w sodium bicarbonate purge solution. The patient developed signs of hemolysis during impella support, including an increase in ldh from approximately 400 u/l to 1700 u/l, haptoglobin less than 10 mg/dl, and creatinine rising from 1.3 mg/dl to 2.99 mg/dl, accompanied by an acute change in urine color from clear to tea-colored. A stat transthoracic echocardiogram (tte) was ordered to further evaluate the patient. Imaging was reportedly used to assess pump position; however, confirmation of proper pump position during the hemolysis event was unknown. The patient injury was attributed to hemolysis, with associated organ damage reported. The patient remained on support at the time of reporting, and survival outcome at explant was not yet available. Conclusion: based on the information provided, the patient experienced hemolysis during impella support; however, the device was reported to be functioning as intended, and no device-related malfunction has been identified. Further evaluation, including review of device data and returned product investigation, is pending. Hemolysis is a known risk associated with impella use and as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.